Manufacturer narrative:
This report is submitted on august 15, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain at the implant site and subsequently the device was explanted on (B)(6) 2018 due to extrusion of the electrode lead into the external auditory canal. The patient was reimplanted with a new device during the same surgery.